Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the right ventricular (rv) lead was exhibiting failure to capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead was exhibiting noise.